Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and measured the power distribution unit (pdu). The fse found that the pdu had no power. The fse solved the issue by restarting the system. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.